Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During or prior the procedure, a non-conformity of delamination was reported. It is not known when the event occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. Please provide product code. Please provide lot number. Please explain in detail what was the issue with the device. Was the package delaminated without sterility being compromised? Was there any hole, tear, or puncture that compromises sterility? Was there any open or incomplete seal? Are there any photos for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed?